Manufacturer narrative:
Explant due to severe aortic stenosis confirmed on computer tomography and transesophageal echocardiogram (tee) post implant was reported. Information from the field indicated that the device was explanted. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to the reported event, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm stented porcine, aor, epic was implanted in a patient. On (B)(6) 2024, the patient severe aortic stenosis confirmed on computer tomography and transesophageal echocardiogram (tee). On (B)(6) 2024, the device was explanted. The patient stable.